Event description:
Two patients with discrepant bicarbonate results. Results not reported, patients not adversely affected. Patient 1 initial result -230 mmol/l, repeated around 20 mmol/l. Patient 2 initial result -230 mmol/l, repeat result not provided. Field service representative determined root cause to be low pressure at the pressure container. The pressure control valve was adjusted. Performance tests were performed.